Event description:
It was reported that the customer experienced high blood glucose levels and went to the emergency room, subsequently being hospitalized. The highest blood glucose (bg) level associated with the incident was 370 mg/dl. Cause was unknown. The customer attempted to treat their bg with changing pump supplies and a manual injection, however was treated with intravenous fluids of saline and insulin at the hospital. A pump system check revealed no issues with the pump, which was functioning as intended. Customer was released on 7/16/25 with issue resolved and no permanent damage.